Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-05967. It was reported that during the surgical intervention to address the occipital leads protruding through the skin, the physician partially explanted the occipital leads (approximately 3 weeks ago) and the leads were clipped at the ipg site. The patient is currently on antibiotics and in good health. Surgical intervention to re-implant the leads is pending.

Event description:
Device 1 of 2: reference MFR report#1627487-2018-05967. Additional information received identified that surgical intervention was undertaken wherein 2 occipital leads were implanted on (B)(6) 2018 and connected to the already implanted ipg. Reportedly, therapy was resumed post-operatively.